Event description:
The article, "residual left-to-right shunt after percutaneous closure of a significant atrial septal defect: when surgery becomes the safest option", was reviewed. The article presented a case study of a 48-year-old male patient with a history of atrial fibrillation. A 36mm amplatzer septal occluder was selected for implant on an unknown date to treat an atrial septal defect (asd). The device was implanted. Upon follow-up transesophageal echocardiogram (tee) showed a significant left-to-right shunt through a residual orifice. A second percutaneous procedure was performed with an 8mm amplatzer septal occluder on an unknown date. Upon release of the 8mm occluder, the device embolized to the right atrium. The 8mm occluder was snared and removed from the patient. The patient was referred to cardiac surgery to close the asd. [The primary and corresponding author was augustin tchassem dimdie, chu marie curie, charleroi, belgium, with corresponding e-mail: augustin.tchassem.dimdie@ulb.be.]

Manufacturer narrative:
As reported in a research article, residual left-to-right shunt after percutaneous closure of a significant atrial septal defect: when surgery becomes the safest option. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural factors (improper sizing) contributed to the reported issue; however, this cannot be confirmed. The reported interventions are result of case specific circumstances, as device was removed through snare. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: residual left-to-right shunt after percutaneous closure of a significant atrial septal defect: when surgery becomes the safest option b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.